Event description:
Bedside monitor went blank and when it would work, it would suddenly shut down again. Placed patient on a transport monitor with the same tram and that would turn off unexpectedly too.